Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and low blood glucose level and customer went to diabetes ketoacidosis two times. The customer's high blood glucose level was 500 mg/dl and at 4am it was 420 mg/dl and current blood glucose is 250 mg/dl, 236 mg/dl. The customer was experienced lows in last week and last thursday blood glucose was 50 mg/dl, 40 mg/dl, 60 mg/dl, 66 mg/dl. The customer treated high blood glucose with insulin pump and low blood glucose by food and glucose tablets. The drive support cap was normal. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer reported past event that they received no delivery alarm but event was resolved by changing complete set. The insulin pump will not be returned for analysis.